Event description:
It was reported to boston scientific corporation that a "cystocele repair with sacrospinous fixation" procedure was performed via vertical incision using a pinnacle anterior/apical pfr kit in the (B)(6) of 2010 (exact procedure date unknown) and the patient was asymptomatic. A posterior repair was also done during the same procedure using the posterior flap of the pinnacle device. During a rectal exam that was administered around (B)(6) 2010, the physician noticed mesh in the patient's rectum. The physician reportedly believes that she perforated the rectum during the procedure. The physician then excised the portion of the mesh in the rectum and prescribed antibiotics prophylactically to the patient, who is reportedly "doing fine".

Manufacturer narrative:
Age at time of event: though the patient's exact age is unknown, she is reported to be in her early 50s. Device expiration date: though the lot# of the device is unknown, the complainant indicated that the device was not used past its expiration date. If implanted, give date: though the exact date of implantation is unknown, the complainant indicated that the device was implanted in the summer of 2010. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.